Manufacturer narrative:
Though requested, no pt info was not provided.

Event description:
During pt use, when the fio2 set to 50%, the display showed 45%. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. No serious pt injury was reported in this case.